Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient was told to bypass drain 0. The patient did not perform a daytime manual exchange. A review of the patient¿s treatment records identified that the patient drained 5351 ml during drain 1 of 3 of treatment. This drain volume is 268% the patient's largest prescribed fill volume of 2000 ml. The patient was connected during the incident. The patient reported the cycler prompted with an m30.1 balloon valve leak alarm during the stat drain at the end of treatment. As a result of the iipv event, a new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient confirmed treatment was completed using manuals on the night of the reported event and pending delivery of the replacement cycler. The patient received the replacement cycler and continued peritoneal dialysis treatments without further issue. The cycler was reported to be available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient was told to bypass drain 0. The patient did not perform a daytime manual exchange. A review of the patient¿s treatment records identified that the patient drained 5351 ml during drain 1 of 3 of treatment. This drain volume is 268% the patient's largest prescribed fill volume of 2000 ml. The patient was connected during the incident. The patient reported the cycler prompted with an m30.1 balloon valve leak alarm during the stat drain at the end of treatment. As a result of the iipv event, a new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient confirmed treatment was completed using manuals on the night of the reported event and pending delivery of the replacement cycler. The patient received the replacement cycler and continued peritoneal dialysis treatments without further issue. The cycler was reported to be available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested positive for glucose. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Correction: h6 plant investigation plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient was told to bypass drain 0. The patient did not perform a daytime manual exchange. A review of the patient¿s treatment records identified that the patient drained 5351 ml during drain 1 of 3 of treatment. This drain volume is 268% the patient's largest prescribed fill volume of 2000 ml. The patient was connected during the incident. The patient reported the cycler prompted with an m30.1 balloon valve leak alarm during the stat drain at the end of treatment. As a result of the iipv event, a new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient confirmed treatment was completed using manuals on the night of the reported event and pending delivery of the replacement cycler. The patient received the replacement cycler and continued peritoneal dialysis treatments without further issue. The cycler was reported to be available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Valve actuation test ¿ passed. System air leak test ¿ passed. A (as-received with reduced dwell) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient was told to bypass drain 0. The patient did not perform a daytime manual exchange. A review of the patient¿s treatment records identified that the patient drained 5351 ml during drain 1 of 3 of treatment. This drain volume is 268% the patient's largest prescribed fill volume of 2000 ml. The patient was connected during the incident. The patient reported the cycler prompted with an m30.1 balloon valve leak alarm during the stat drain at the end of treatment. As a result of the iipv event, a new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient confirmed treatment was completed using manuals on the night of the reported event and pending delivery of the replacement cycler. The patient received the replacement cycler and continued peritoneal dialysis treatments without further issue. The cycler was reported to be available for return to the manufacturer for physical evaluation.